Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing. See additional device reports for this event 0001920664-2019-00216 and 0001920664-2019-00218.

Event description:
The user facility in france reported the patient experienced increased intraocular pressure. The facility reported changing the cassette and re-calibrating the handpiece multiple times. The patient was administered general anesthesia to complete the procedure.

Manufacturer narrative:
One opened bl5114 pack from lot w3739 was returned. Visual inspection found the IV spike, drip chamber and part of the irrigation line have been cut off and was not returned. There is fluid in the lines and in the collection cassette. Functional testing cannot be performed due to the missing tubing and IV spike. However, water was injected into the the tubing and out into the collection cassette. The assembly is not clogged. The compressor module was replaced and evaluated with no issues found. The root cause cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary. See additional device reports for this event 0001920664-2019-00216 and 0001920664-2019-00218.